Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported condition. The device was found unable to power off once turned on due to a white screen condition. The cause was a failed processor printed circuit board which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump could not turn off. There was no known patient injury or medical intervention associated with this event. No additional information is available.